Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/18/2014 with the following findings: during investigation, a review of the pump history showed that the last basal delivery was on 01/18/2014. The total daily dose showed to have calculated correctly and equaled the programmed basal target. The pump was exercised for 24 hours on 1u per hour basal rate with no warnings or alarms occurring. The total daily dose reflected 24u after the duration test. The delivery accuracy test was performed successfully and the pump was found to perform within specifications. Unrelated to the complaint, evaluation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the ¿pump stopped working at different times¿ and the patient was not ¿getting insulin. The reporter noted that the patient experienced elevated blood glucose (bg) values in the range of 200 mg/dl to 400 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the animas criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.